Event description:
In this event it is reported that a patient wearing nontemplate aligner arch experienced the aligners hurting and cutting their tongue.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Manufacturer narrative:
We reviewed the DHR for this (B)(4) / patient ID# (B)(6)/ site ID# (B)(4), qty. (B)(4) items assy-500011 (aligners) and 2 items assy-500010 (template), were packaged by the second shift by bag-and-box operation on march 07, 2024, manufacturing cell 7, equipment bag-13. The sales order was inspected and met with the acceptance criteria provided by qa. Photo investigation: the evidence provided by the customer (photos) shows an upper aligner pointing to the trim line of the device; however, the image does not clearly show any issue related to sharp or rough edges. The traceability information (serial number, patient ID) is not visible for device identification. It also shows an apparent mark/injury on the patient's tongue. Failure mode - sharp edges. Root cause - the evidence provided is not clear to determine an issue (sharp edge) in the aligner that can be determined as the cause of the apparent injury to the patient's tongue. Conclusion code - indeterminable.